Event description:
It was reported to philips that the users tried two shocks at 5 joules with internal paddles, however, an error message appeared showing "abnormal energy level of the shock delivered" during the shocks. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device. It was determined that this was an error due to too little contact between the internal paddles and the patient's heart, which prevented the defibrillator from delivering the charge in its entirety. The internal paddles used during the event have been tested and are functional, the energy levels delivered are good. The device is functional. The device remains at the customer site and no further evaluation is warranted at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the users tried two shocks at 5 joules with internal paddles, however, an error message appeared showing "abnormal energy level of the shock delivered" during the shocks. Another defibrillator was used to treat the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.